Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the non calcified and moderately tortuous left anterior descending (lad) artery. The 15mm x 2.5mm quantum maverick balloon ruptured within an implanted stent upon inflation at 12atms. The procedure was completed successfully with a different device. No patient complication was reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained through the femoral artery. The lesion was de novo. The balloon catheter was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).